Event description:
It was reported that the customer alleged the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer experienced an elevated blood glucose that was "high" (specific value was not provided). Customer gave a manual injection to address the bg level. Reportedly, the load sequence was not followed properly resulting in the high bg. Tandem technical support assisted the customer with following proper load steps and successfully completed the load sequence and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.